Event description:
In 2002 a cardiac patient in the ICU was being transported to an unknown location by a transporter. The transporter moved the patient from the bed to a stretcher and moved the patient under the crm. The transporter then tried to remove the crm from the gcx mount. The crm fell on the patient's head causing a gash in the forehead that required staples to close. The patient was given CT scan, which revealed no internal bleeding.